Manufacturer narrative:
H 11. Correction- the device reported is not a recalled device-(B)(6) nv ehxl alip lnr g2 36mm-there are no issues reported.

Manufacturer narrative:
B5. The patient has filed a short-form complaint in a coordinated action in alachua county with master case no. (B)(4) ca 002670. The consolidated long form complaint that applies to cases filed in this coordinated action alleges that patients filing suits in this coordinated action were required ¿to undergo revision surgeries due to severe, pain, swelling, and instability¿ due to ¿wear of the polyethylene components and resulting component loosening and/or other failure failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries.¿ because the patient has filed a short-form complaint in this coordinated action, the patient appears to allege that the patient was injured as a result of wear of an exactech polyethylene device. D2b. Hip, semi-constrained, cemented, metal/ceramic/polymer + additive, porous uncemented. D10. Concomitants: 180-65-45 -s040637 alteon 6.5mm screw, 45mm. 170-36-00 - 6878469 biolox delta femoral head 36mm od, +0mm. These devices are used for treatment not diagnosis. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was revised to a novation gxl on (B)(6) 2021. The patient has not been revised. There is no other patient demographic or medical history available. There is no other information available.